Event description:
The pt was male . The target lesion was the mid left anterior descending (lad). The lesion was de novo. The vessel was moderately calcified and slightly tortuous. There was 90% stenosis. The target lesion was pre-dilated with an avita 2.5 x 15mm balloon and then a 3.0 x 23mm cypher stent was delivered to the target lesion. While the cypher was being inflated, the balloon ruptured at 10atm. Therefore, the stent delivery system was retrieved from the pt and post-dilation was conducted with an avion hp 3.0x 14mm high pressure balloon. The cypher was implanted safely and procedure was finished successfully. There was no pt injury reported. The product was clinically used, but the product will not be returned for analysis due to the pt's infectious disease (hcv).

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.